Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube thermal cut-off switch. The system operates as intended.

Event description:
It was reported the system displayed a "stator not on" error and exhibited a complete loss of functionality. There was no report of a patient injury or death.